Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd veo¿ insulin syringe with bd ultra-fine 6mm needle experienced difficult plunger movement. The following information was provided by the initial reporter: spouse of consumer reported difficulty pushing in the plunger on some syringes. Stated she is unable to push in the plunger at all on some syringes so she is unable to complete some injections. Stated she had trouble with 28-30 syringes from this box. Stated she has no more insulin because they are all in the syringes now. Advised spouse to contact insulin manufacturer and pharmacy. Lot # 0160511b. Cat # 324912. Date of event: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/3/2020. H.6. Investigation: customer returned (17) loose 1cc, 6mm syringes, all filled with approximately 44 units of a clear liquid in the barrel. Customer states that they had difficulty pushing the plunger and is unable to complete her injections. All returned syringes were tested and none of the sample could expel the liquid in the barrel. This indicates that the samples were clogged by the liquid that has crystallized in the cannula. A review of the device history record was completed for batch# 0160511. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200894675] noted that did not pertain to the complaint. Root cause is the liquid drawn in the barrel by the customer that has crystallized in the cannula, preventing the plunger rod from fully expelling the liquid. H3 other text : see h.10.

Event description:
It was reported that the bd veo¿ insulin syringe with bd ultra-fine 6mm needle experienced difficult plunger movement. The following information was provided by the initial reporter: spouse of consumer reported difficulty pushing in the plunger on some syringes. Stated she is unable to push in the plunger at all on some syringes so she is unable to complete some injections. Stated she had trouble with 28-30 syringes from this box. Stated she has no more insulin because they are all in the syringes now. Advised spouse to contact insulin manufacturer and pharmacy. Lot # 0160511b; cat # 324912; date of event: unknown.